Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using the tsw35 the device was fired three or four times and removed from the trocar. The scrub nurse noticed the device could not be opened to reload it. The handles would open but the jaws would not open. Another tsw35 was opened to complete the case. There was no consequence to the pt.